Manufacturer narrative:
(B)(4). Operator of device unknown. No samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have a hole. The hole was discovered in the warehouse. This report documents no patient involvement or adverse events. No additional information is available.